Event description:
The facility representative reported a colleague infusion pump with a 812:02 failure code on channel a. It is unknown when this condition occurred in the general patient ward. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "channel a 812:02" was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module (phm) on channel a. The channel a phm was replaced to correct this condition. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.